Manufacturer narrative:
The ICD and the fragmented lead under complaint were returned for analysis. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module as well as the output stages of the high voltage circuit had been damaged. Due to this damage of the electronic module, the device could not be interrogated properly. The damage symptoms clearly indicate a shock delivery into an external short circuit. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. The lead under complaint was found cut at approximately 19.5 cm distal to the is-1 connector pin. Only the proximal part of the lead was received for analysis. The three connectors were cut off at 6.5 cm distal to the is 1 connector pin so that four lead fragments were available. The visual inspection confirmed that the lead insulation was damaged at both df 1 connectors, 2 cm distal to the connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of constant kinking in the area of the generator housing. In addition the manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the ICD functions to be as specified. In conclusion, a damaged insulation of the high voltage connectors of the lead was confirmed during analysis. This led to a shock delivery into an external short circuit, which damaged the electronic module of the ICD. Due to the damages of the electronic module the device could not be interrogated properly, thus leading to the clinical observation. The analysis revealed no indication of material or manufacturing problem.

Event description:
Ous MDR. This lead was capped due to a possible insulation breach near the connector end. The ICD was removed at the same time because it was unable to be interrogated. The implant date was not provided. Should additional information become available this file will be updated.